Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A physician reported that approximately two weeks following a cataract surgery with an intraocular lens implantation, the patient was admitted to the hospital for eye tiredness, redness and blurry vision. At the time the vision was 0.1 (20/200) and endophthalmitis is suspected. Additional information has been requested.